Manufacturer narrative:
The patient required revascularization of the target vessel. The patient was hospitalized for 9 days. This is being reported as a follow-up to the clinical study. Stellarex 0.035 otw drug-coated angioplasty balloon, paclitaxel drug, 2.2 mg, therapy date: (B)(6) 2015, adjunct to pta in the treatment of denovo or post pta occluded/ stenotic or restenotic lesions (excluding in-stent) in fem-pop arteries, lot #: 15d2340802, expiration date: 10/28/2015, UDI and PMA numbers are not applicable. This device was used in clinical application prior to being available in the us. (B)(6). Combination product is applicable. During the index procedure, the product worked as intended, thus no product evaluation was required. Per the IFU, restenosis is listed as a potential complications/adverse events.

Event description:
On (B)(6) 2015, the patient underwent an index procedure of a 150 mm, 100% stenotic denovo lesion of the left mid-sfa. The lesion was pre-treated with pta and predilated with a 4 x 100 mm balloon and inflated to 10 atm, resulting in a residual 70% stenosis. Next, a 4 x 120 mm stellarex balloon was inflated to 10 atm for 3 minutes, resulting a residual 65% stenosis. Then, a 4 x 80 mm stellarex balloon was inflated to 10 atm for 3 minutes, resulting in a residual 65% stenosis. The target lesion was post-dilated at 12 atm, resulting in a residual 50% stenosis. Two (2) stents were placed due to the residual stenosis. No complications occurred. The patient was discharged per plan. On (B)(6) 2016, a event of ''stent occlusion in left sfa'' was reported as being ''treated conservatively''. On (B)(6) 2017, the patient was hospitalized and a femoral popliteal bypass procedure was completed on left sfa. The patient was discharged on (B)(6) 2017. The physician indicated that the adverse event is possibly related to the device and procedure.